Event description:
The manufacturer received information alleging burning in lungs and smell and taste of burnt rubber, machine is no longer usable, device has strange odor, burning/smoke/electrical odor, difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously receiving information alleging burning in lungs and smell and taste of burnt rubber, machine is no longer usable,device has strange odor, burning/smoke/electrical odor, difficulty breathing/short of breath an issue related to a CPAP device's sound abatement foam. The manufacturer also received information alleging nose bleed, dry nose. Section b3, g3 was reported incorrectly in previous report which is now been corrected in this follow-up report. Section h6 has been updated in this follow-up report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging burning in the lungs and the smell and taste of burnt rubber; the machine is no longer usable; the device has a strange odor, burning, smoke, or electrical odor; difficulty breathing or shortness of breath, an issue related to a CPAP device's sound abatement foam. The manufacturer also received information alleging a nose bleed and a dry nose. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was not observed in the base unit. In secondary findings slight dust-like and fibrous contamination and other unknown contamination were observed on and around the iso port. Observed an unknown gray/white contamination at the air inlet of the blower box at the filter location.observed an unknown brown contamination on the top enclosure under the right and left side accessory doors. Observed a black contamination, consistent with keratin, at the air outlet of the blower box. Dust-like and hair-like fibrous contamination was observed on the blower outlet seal. Observed a fine white powder type of contamination on the top and bottom of the blower motor and on the inner rim of the motor air intake. There is no visible damage or functionality failure on the device, which suggests that the source of contamination was external to the device.  The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that unable to confirm the presence of degraded sound abatement foam. Unable to confirm a burning or other unusual odor coming from the device. Confirmed the presence of multiple contaminants, inconsistent with degraded sound abatement foam, on or in the device. There is no visible damage or functionality failure on the device, which suggests that the source of contamination was external to the device.  In this report, sections d9, g3, h3, and h6 have been updated.